Event description:
It was reported the implantable neurostimulator (ins) had a short longevity. It was stated the representative thought there was a ¿short or open¿ involved in that case. Reportedly the elective replacement indicator (eri)time was 2.2 years and the end of service (eos) time was 2.5 years.

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot # v001236, implanted: (B)(6) 2005, product type lead product ID 748240, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).